Event description:
The customer reported that the device was not cutting tissue during a hysteroscopy. Another device was opened and worked fine and there was no patient injury. The device was returned to covidien and visual inspection discovered the webbing was protruding from the hinge.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.